Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.the customer stated that there was no patient involvement .

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on (2) 8015 bd units serial # (B)(4). Failure device type: ; failure problem type: ; failure mode: case resolution: tech has two 8015 bd unit with error code 120.4610 which had to do with processor charge current is to low for the present charge level setting on the charger chip, need to first replace the battery on unit if error comes back up next to replace the power supply board the second unit has 133-6080 which need to replace the backup speaker on unit. Confirm part # for battery only, tech thank me for my assist. (B)(4).